Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the pump powers up to the verify screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours without any issues. There were no power issues found on investigation. Investigation revealed moisture behind the display lens, and a display lens leak was observed during leak testing. There was evidence of moisture damage found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient and family member reported that the patient received several replace battery alarms with two separate new batteries. The patient reports she was swimming with the pump yesterday and there is moisture behind screen and screen appears cloudy. She reported there are no cracks in the casing, denies damage to keypad or audio bolus button, no moisture in cartridge compartment or battery compartment.